Event description:
Less than 2 hours post-procedure, the patient had an mi, an acute stent thrombosis and a revascularization. The report is from (B)(4) study. The (B)(6) male patient had a history of obesity, angina, ischemia, peripheral artery disease, hyperlipidemia, hypertension, diabetes, hemorrhoids, and a history of cancer (under right arm, 1981). Admitting diagnosis was an abnormal stress test. Pre procedure, medications were aspirin, statins, ace inhibitors, beta blockers, and calcium channel blockers. The target lesion was the proximal circumflex. The lesion was de novo, no calcification or tortuousity, a type b1 classification. Vessel diameter was 3mm and lesion length was 24mm. The lesion was de novo and a type b1 classification. Pre-procedure stenosis was 90%. The lesion was pre-dilated with a 3 x 28mm balloon at 12atm. A cxs28300 was deployed at 12atm. The lesion was post-dilated with a 3 x 20mm balloon at 18atm. Post-procedure stenosis was 10%. There was no difficulty during the procedure, vessel sizing was good. Angiomax bolus was given appropriate to weight and not stopped until the end of the procedure. During the procedure, the patient was given nitroglycerin and verapamil. Post-procedure, the patient was given 600mg plavix. The stent thrombosis happened less than 2 hours post-procedure and was treated with balloon angioplasty and reopro. The patient was discharged 3 days post-procedure. Medications at discharge were aspirin and clopidogrel.

Manufacturer narrative:
Concomitant medications: aspirin, beta blockers, statins, nitro, plavix, verapamil. Additional information will be submitted within 30 days of receipt.

Event description:
Additional info received (B)(4) 2011: due to angina, the patient had a revascularization on (B)(6) 2011. A CABG was performed to cass sites (114 - distal lad, 120 - 1st om, and 104 r-pda). All the target lesions were considered non target lesion. It is unknown if the stenosis is within 5mm of the cypher stent.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced an acute thrombotic event and myocardial infarction after having a coronary artery stent implanted. The patient's medical history is significant for obesity, angina, ischemia, peripheral artery disease, hyperlipidemia, hypertension, and diabetes. The indication for the procedure was an abnormal stress test. Pre procedure medications were aspirin, statins, ace inhibitors, beta blockers, and calcium channel blockers. A weight based angiomax bolus was given during the procedure and a continuous infusion was running until the end of the procedure. The target lesion was the proximal circumflex. The lesion was de novo, no calcification or tortuousity, a type b1 classification. Vessel diameter was 3mm and lesion length was 24mm. Pre-procedure stenosis was 90%. The lesion was pre-dilated with a 3 x 28mm balloon at 12atm followed by the implant of a 3.0mm x 28mm cypher rx stent at 12 atms. The lesion was post-dilated with a 3 x 20mm balloon at 18atm. Post-procedure stenosis was 10%. Per routine procedure, the patient was given nitroglycerin and verapamil for arterial vasodilation. The patient was given 600mg of plavix post-procedure. Stent thrombosis occurred 2 hours after the procedure and was treated with balloon angioplasty and an infusion of reopro. The patient was discharged three days later on aspirin and plavix. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Acute stent thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. Review of the information provided suggests that aide from the inherent risk of the procedure, the patient's medical history of diabetes and obesity, and possible pharmacological factors may have contributed to the reported event.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced an acute thrombotic event and myocardial infarction after having a coronary artery stent implanted and later experienced restenosis. The patient's medical history is significant for obesity, angina, ischemia, peripheral artery disease, hyperlipidemia, hypertension, and diabetes. The indication for the procedure was an abnormal stress test. Pre procedure medications were aspirin, statins, ace inhibitors, beta blockers, and calcium channel blockers. A weight based angiomax bolus was given during the procedure and a continuous infusion was running until the end of the procedure. The target lesion was the proximal circumflex. The lesion was de novo, no calcification or tortuousity, a type b1 classification. Vessel diameter was 3mm and lesion length was 24mm. Pre-procedure stenosis was 90%. The lesion was pre-dilated with a 3 x 28mm balloon at 12atm followed by the implant of a 3.0mm x 28mm cypher rx stent at 12 atms. The lesion was post-dilated with a 3 x 20mm balloon at 18atm. Post-procedure stenosis was 10%. Per routine procedure the patient was given nitroglycerin and verapamil for arterial vasodilation. The patient was given 600mg of plavix post-procedure. Stent thrombosis occurred 2 hours after the procedure and was treated with balloon angioplasty and an infusion of reopro. The patient was discharged three days later on aspirin and plavix. Approximately eleven months after the index procedure, the patient experienced angina and a coronary artery bypass graft was performed to the distal left anterior descending artery, the first obtuse marginal and the right posterior descending artery. All the bypassed vessels were considered non-target lesions, but it is unknown if the bypass to the first om is within 5mm of the cypher stent implanted in the proximal cfx. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15115422 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. Review of the information provided suggests that the patient's medical history of obesity, diabetes and hypertension may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.